Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with an unspecified 275cc mentor saline implant and experienced postoperative left-sided rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with two 425cc mentor memorygel breast implants (catalog #: 3504254bc, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019.

Manufacturer narrative:
On 12/18/19, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, a tear was observed on the anterior aspect, measuring approximately 1.4 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).